Event description:
While doing a turp with laser the duo tome fiber delivery device burned out at the tip. We stopped using it immediately. No harm to the pt however potential harm is a concern. This is the second one burned out at tip during the same procedure.